Event description:
It was reported during a left ventricular tachycardia ablation procedure a pericardial effusion occurred which required a pericardiocentesis to resolve. The physician inserted a swartz braided introducer and response ep catheter into the right ventricle and a supreme ep catheter into the his bundle region for anatomy marking. A transseptal puncture was completed with a brk needle and a safire blu duo ablation catheter was placed in the left ventricle through an agilis nxt introducer. The velocity system was used for mapping. Low voltage ablation was done in the left ventricle. The voltage was increased and an application of energy was delivered to the left ventricular wall when the physician noticed the safire blu duo catheter 'went off plain" on the velocity mapping system screen. The physician assessed the pt for movement but she was not moving. The pt went into an idioventricular rhythm, her blood pressure dropped, an oxygen saturation reading could not be established, and a pulse could not be palpated. An echocardiogram was completed to verify a pericardial effusion. The pt was intubated, CPR was started, and a pericardiocentesis was performed to evacuate 650 ml of blood. The pts rhythm was restored to sinus rhythm and an echocardiogram following the pericardiocentesis confirmed the effusion resolved. The pt went to ICU and remained in stable condition. The next morning the pt was hemodynamically stable but remained on the ventilator due to her copd.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the component device a supplemental report will be filed.